Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left chest pain, heaviness, and shortness of breath. Upon device interrogation it was noted that the right atrial (ra) lead exhibited undersensing and loss of capture. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.